Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller confirmed the patient had a surgery to change the ins to another spot. When pressed for clarification, the caller said the manufacturing company should already have the whole story because a manufacture representative (rep) was at the revision. It was reviewed that the call center would not have those records and asked additional questions about the surgery. Caller said the patient fell and then reiterated that the rep should already have this documented; no further information could be obtained at this time. No further patient complications have been reported as a result of this event.